Manufacturer narrative:
No pumps have been returned for evaluation to date. Attempts will be made to retrieve the pumps and gain more information about the incident. A follow-up will be provided if more information becomes available.

Event description:
Pir - monitor interference. While doing an eeg on a patient, there was considerable noise and a continuous pulse making the eeg unreadable. The patient had 6 b. Braun pumps running. As soon as the pumps were unplugged, the noise disappeared. This has happened previously but this is the first time it has been reported to the manufacturer. With the 6 pumps running, the base line had an amplitude of one inch on the eeg display. Per the eeg tech, the more pumps the greater the amplitude. Even with a pump unplugged, they intermittently see a pulse that coincides with the "drips". It has occurred throughout the building and with or without being housed in the space module or as a stand alone unit. This would seem to eliminate the possibility of a grounded power cord preventing this issue.